Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 6 (vent not working) occurred while replacing the cartridge. There was no impact to the customer's blood glucose level as the customer was using the pump with saline. The customer successfully loaded a new cartridge and resumed delivery.